Event description:
It was reported that during an office visit the clinician noted that some of the p-waves were not being sensed. The patient is in an atrial fibrillation/atrial flutter and does mode switch, however when the rhythm changes from regular atrial flutter to having some faster premature atrial contraction pac-type beats come in, those beats are not sensed. They are not falling in post-ventricular atrial blanking period (pvab). The clinician tried increasing and decreasing sensitivity and decreasing did cause some of the p-waves to be sensed, but not all. Sensing tested in unipolar as well, with no improvement. The clinician left the sensitivity at 0.18 mv and turned off sensing assurance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr03aa pacemaker (B)(6) 2006; 4076-52 implantable pacing lead (B)(6) 2006. (B)(4).